Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5+ on a patient with 5-10mm gaps across the valve, and an enlarged atrium. A triclip xtw was inserted and after several grasping attempts using independent grasping to grasp the septal leaflet, the clip was able to grasp both leaflets. However, while attempting to deploy the clip, it was observed that the clip tilted toward the anterior leaflet; the clip was partially attached to the septal leaflet and fully attached to the anterior leaflet (partial clip movement). It was noted that this indicated that there was no adequate septal leaflet insertion, and that the clip may have captured chords. To stabilize the first clip, a second clip was implanted posterior to the first clip. To further reduce tr, a third clip was implanted. The procedure was completed with three implanted clips, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.